Manufacturer narrative:
On april 22, 2021 mentor became aware that the report #:1645337-2021-03819 (follow up 1) has incorrect device expiration date. Manufacturer¿s reference number: (B)(4), september 1, 2025.

Manufacturer narrative:
On april 8, 2021 mentor became aware that on initial submission missed reporting the device information. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). Cat#:smpx370, lot#:9495778, sn#: (B)(6). Please see previous event in manufacturer report number:1645337-2020-12684.

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that the initial report mistakenly has the explantation date for the device. Device was never explanted. There was a surgical intervention as it was stated in the event of the initial report. Manufacturer¿s reference number: (B)(4), device was not explantated. Please disregard the explantation date in the initial report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: seroma, off label use, surgical intervention. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor silicone prosthesis experienced left- sided seroma post procedure. The patient had silicone moulage in her left chest due to severe pectus excavatum as well a 370cc mentor memorygel implant. As a result on (B)(6) 2020, evacuation of left breast seroma 225cc with 7mm jackson-pratt drain placement; removal of unincorporated adm graft material. Reattachment of the left inframammary fold. Advancement subcutaneous of left I cm medial thinning dermis. Note: per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. Note: please see previous event in manufacturer report number: 1645337-2020-12684.